Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications based on a review of calibration and quality control data, which were all within expected ranges. The investigation was limited as no patient sample material was provided for further analysis. Additionally, no confirmation testing was performed by the customer. A definitive root cause for the initially reactive result could not be determined. It is noted that initially reactive results may occur, as described in the elecsys hiv combi pt method sheet. The device remains in operation at the customer site.

Event description:
The initial reporter alleged an initially reactive result for a patient sample tested with the elecsys hiv combi pt assay on the cobas e 411 rack analyzer. The result was reported to the patient before re-run or confirmation testing. The sample was subsequently re-tested with the elecsys hiv combi pt assay on the same system, and a non-reactive result was obtained. No confirmation testing was performed, and no sample material was available for further investigation.